Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. It was reported that the patient's battery prematurely stopped working. Patient has not been receiving stimulation in 2 years. Patient stated she was in a car accident 2 years ago and that her battery has not worked since. Patient tried to charge and  the manufacturer representative (rep)  tried connected but was unable to read the battery. The battery was replaced and the issue was resolved.